Manufacturer narrative:
Stealtharchive from surgery was analyzed. The site was not using the recommended tracer technique. Also, the patient scan was not to protocol and it is unapproved use to use the fusion navigation system without the silicon pad on the patient's forehead to hold the headframe in place. The software is functioning as designed.

Event description:
A medtronic representative reported an alleged inaccuracy of 5mm while in an ent procedure. The surgeon had a successful tracer registration. All ent instruments were accurate on the surface/face, however, inside the nasal cavity the surgeon estimated 5mm off with all instruments. The surgeon opted to discontinue use of the fusion navigation system to complete the procedure. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Patient age was unavailable from the site. Medtronic representative, at the site, investigated after this surgery and, using a burt head, was unable to duplicate the issue. The medtronic representative upgraded the system to 2.2.2. It was noted that the silicon pad was not used with the fess strap during this procedure and that the site should be re-trained in proper use. No parts or files have been received by the manufacturer for evaluation.